Event description:
A report was received that the patient was having difficulty linking ipg to the remote control and clinician programmer. The patient underwent an ipg replacement procedure. Suspected device malfunction was unknown. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did suspect malfunction. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty linking ipg to the remote control and clinician programmer. The patient underwent an ipg replacement procedure. Suspected device malfunction was unknown. The patient was doing well postoperatively.